Manufacturer narrative:
Lock pin in lock tube assembly.

Event description:
It was reported by service report that the lock pins in the lock tube assembly were not retracting. No patient involvement or adverse consequences are reported.